Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received conical extractor was found to be broken from the tip area. The tip broke approximately from the 3rd thread from the transition. The broken tip was not received for evaluation. The breakage appears to be slightly oblique, which typically indicates towards levering of the instrument. Similar thing happened here, the tool was used as a lever, even though a warning has been laser marked - ¿do not lever¿. The breakage surface shows signs of typical brittle fracture- smooth topography, no plastic deformation and abrupt breakage towards the end. The tip broke due to a bending overload. A review of the device history for the reported lot did not indicate any abnormalities. Referring to the very long period since manufacturing [manufactured in 2010] it is safe to say the device had reached the end of its useful service-life and had fulfilled its tasks in former surgeries as intended, until the reported event, without problems reported. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation the root cause was attributed to a user related issue. The breakage of the conical extractor happened due to a bending overload applied during the surgery resulting in a brittle fracture, evident by the breakage surface. Under such a situation, a device encounters a lot of stress (along with the residual stress over a long period of use) which leads to a sudden breakage (brittle), as in this case. It can be classified as an off-label use as per the evidence which suggests that the device was used as a lever despite of the warning "do not lever" clearly marked on the device itself. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported, tip of extraction tool broke.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported, tip of extraction tool broke.